Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia after a normal meal announcement while using the ilet system; glucose rose to 340 mg/dl for approximately 11 hours without loss of consciousness or other acute sequelae, and the user administered two subcutaneous insulin injections, disconnected and paused the pump per guidance after manual injections, and later reconnected after glucose declined to 224 mg/dl; a full set change had been performed during the event and prior supplies reportedly appeared normal. Symptoms included hyperglycemia. Outcomes included temporary elevation of blood glucose requiring user-administered corrective insulin and guidance to perform ketone testing. Investigation included customer service troubleshooting, review of use conditions, and user education on manual injection procedures and pump disconnection. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction or component failure and no abnormalities observed in the replaced infusion set and supplies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.